Event description:
It was reported to medtronic minimed that the customer experienced no current code/category. The customer reported blood glucose value of 734 mg/dl. The customer reported hyperglycemia treated with discontinued use of insulin delivery system, hospitalization: overnight stay. The event involved product(s) mmt-1884, unomedical, mmt-332a, mmt-7040a. The customer reported high blood glucose. The customer reported the pump malfunctioned. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There was no mention of the auto mode feature at the time of the event. The customer declined to troubleshoot. The customer will discontinue the use of the device. No further patient complications were reported. Mmt-1884 was requested, and the customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08720 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 03-jan-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 03-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of 03-jan-2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: 12/31/2024 02:04:57.000. Lostsensor1alert (780) was found on: 12/29/2024 06:06:00.000, 01/03/2025 12:35:00.000, 01/03/2025 12:45:00.000. Lostsensor2alert (781) was found on: 01/03/2025 13:01:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 230 mg/dl properly on the display graph. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: 01/02/2025 15:26:22.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1/pcba 2. No evidence of physical or moisture damage on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.32 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. During visual inspection, slight corrosion was found on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.